Event description:
A customer in the united states reported non repetitive results while using the; vidas troponin I ultra ref (B)(4) lot 1004203640. A result of 0.5ug/l was initially received. The doctor repeated a second test on the patient in the emergency room with a result of <0.01 ug/l. The patient was tested a third time with a heparin tube and a sst tube which returned the same results of; <0.01 ug/l for each tube. A final test was then run on the original tube twice with the return of a false result of; <0.01 ug/l.

Manufacturer narrative:
A customer in the united states notified biomérieux of a false positive result involving vidas® troponin I ultra lot 1004203640/ 160724-0. An internal biomérieux investigation was performed with results as follows: no other complaints for vidas® troponin I ultra lot 1004203640/ 160724-0. No CAPA or nonconformity linked with vidas® troponin I ultra lot 1004203640/ 160724-0. Tests performed on four (4) internal samples from quality control laboratory and one efs sample with vidas troponin I ultra lot 1004203640/ 160724-0 on vidas® pc . Results- the four (4) internal samples had results that were found in their expected ranges and one (1) efs sample was tested 8 times, the results were < 0.01 micro g / l each time. Conclusion- absence of anomaly with vidas® troponin I ultra lot 1004203640/ 167024-0 confirmed. Product performing within specifications.